Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing and shock testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs makes it clear that the device presented an error for an extended period of time where the end result was that the device code indicator was red and was beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state for an extended period of time prior to the attempted use. No trend is associated with reports of this type.

Manufacturer narrative:
The device was not returned to zoll for evaluation. However, AED report review confirmed error 0x501. This error cannot be cleared by the user and requires zoll service. The device must be serviced before clinical use. Review of the device activity logs makes it clear the device presented an error in august where the end result was that the device code indicator was red and was beeping. The device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. We can identify from the log that this device appears to have been left idle in a non-usable state for at least 6 months prior to the attempted rescue. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault: 501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.